Event description:
Complainant alleged that the clinicians were attempting to monitor a 70 year old male patient with the device in battery mode, but the device would not power up, unless they first turned the device to defibrillation mode. The clincians plugged the device into ac mode, and the device performed correctly. The complainant alleged that their was no adverse effect on the patient as a result of the reported malfunction.